Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. The lcd keypad connector was re-locked and the pump passed the unexpected restart error test and operating currents measurement. The pump gave an rf pic failed alarm during the self test due to a faulty component on the radio frequency board. Unable to conduct the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the button keypad anomaly. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the device alarmed radiofrequency failed self test alarm. Customer's blood glucose was 13 mmol/l. Customer was unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.